Manufacturer narrative:
D4 lot number corrected.

Event description:
It was reported that the balloon ruptured. An agent dcb, mr 3.50 x 20mm was selected for treatment of the target lesion, which was 98% stenosed, and severely tortuous and calcified. During the procedure, the balloon was unable to cross the target lesion due to the tortuosity. The balloon then ruptured. It was removed from the patient, and the procedure was completed using another method. There were no patient complications.

Event description:
It was reported that the balloon ruptured. An agent dcb, mr 3.50 x 20mm was selected for treatment of the target lesion, which was 98% stenosed, and severely tortuous and calcified. During the procedure, the balloon was unable to cross the target lesion due to the tortuosity. The balloon then ruptured. It was removed from the patient, and the procedure was completed using another method. There were no patient complications.

Manufacturer narrative:
D4 lot number corrected the returned device consisted of the agent dcb balloon and catheter. A microscopic analysis identified a pinhole in the balloon approximately 3mm proximal to the distal markerband. A leakage test was performed using an encore inflation unit. The device could not be inflated due to the pinhole. Regarding the pinhole, one possibility is that balloon interaction with the severely calcified lesion contributed to the pinhole leak. The complaint reported that the device could not cross the lesion. As it is not possible to test the device for navigation through patient anatomy, the complaint allegation cannot be confirmed. This investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that the balloon ruptured. An agent dcb, mr 3.50 x 20mm was selected for treatment of the target lesion, which was 98% stenosed, and severely tortuous and calcified. During the procedure, the balloon was unable to cross the target lesion due to the tortuosity. The balloon then ruptured. It was removed from the patient, and the procedure was completed using another method. There were no patient complications.